Event description:
It was reported that an ilet pump repeatedly generated alert 38 indicating a motor stall, including after a restart and during a supply change without a cartridge, and the user reverted to multiple daily injections; the reported blood glucose at the time was 349 mg/dl. Symptoms included hyperglycemia. Outcomes included use of backup therapy and device replacement with return of the original device. Investigation included remote troubleshooting, data synchronization via the mobile app, and instructions to shut down the device to prevent further alerts. Investigation of this device revealed a reported motor stall consistent with a pump motor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical problem.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.